Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at t12 to treat an osteoporotic compression fracture. During the procedure, it was reported that "cement leaked posterior during cement delivery using the fifth bfd (bone filler device), and the cement delivery was terminated immediately". The patient's blood pressure did not drop, according to the report, and the patient's condition was "normal". According to the report, the cement was "stored in a cool box until right before mixing and the cement was prepared after the surgeon started inflating balloons". The cement was reportedly delivered after confirming the proper viscosity. The physician noted that the total blood loss for this patient was approximately 20cc and no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.